Manufacturer narrative:
Information was received clarifying that the lens was loaded on the back table, but not ever implanted into anyone. Customer, indicated that the lens was opened but not used. The patient for whom the lens was intended for required vitrectomy and needed a 3 piece lens. The physician ended up implanting an anterior chamber lens. Additionally, the customer confirmed that an abbott device did not contributed to the cause of a vitrectomy. The patient was a boxer in the past and the repeated facial trauma resulted in issues with his eye. (B)(4). With the new information available, the event has now been determined not to be a reportable event. No further reports will be sent for this file. Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according specification in compliance with the product intended use as required. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zmb00, was explanted because of unspecified patient complications. No additional information was provided.